Event description:
It was reported that the pt experienced intermittent lock between the external equipment and the cochlear implant. In 2006, the pt was seen by a company rep for device evaluation. Testing performed confirmed that the device was not functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.